Manufacturer narrative:
During an investigation for an unrelated issue, a reportable malfunction was found. The electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and rear therapy electrode. The root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
During an investigation for an unrelated issue, a reportable malfunction was found. The electrode belt failed a therapy electrode recognition test.